Event description:
It was reported to philips that the moving parts needed replaced.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty small parts kit. Based on the conclusion of the investigation, it was determined that this was an unspecified malfunction of the small parts kit. The small parts kit was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.